Event description:
The patient experienced decreased stimulation coverage and a return of symptoms. It was determined that the lead was broken. The lead was replaced. There was no patient injury associated with the event.

Manufacturer narrative:
The lead has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up will be sent when the analysis is complete.